Event description:
During the use of the exoseal vascular closure device, it was reported, that the exoseal was inserted into an unknown sheath introducer and the exoseal with the sheath introducer were retracted as a unit. However, the pulsatile flow never stopped and the indicator window did change to black-black. So, the exoseal with the sheath introducer were removed from the patient without plug placement. Hemostasis was achieved by manual compression. There was no bleeding complication during or after the procedure. There was no report of patient injury. The patient¿s approximate height and weight are unknown. This was a percutaneous transluminal angioplasty (pta) to the right common iliac artery. An ipsilateral approach was made to an unknown access site. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no stent near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was prepped according to IFU instructions and there no visible signs of device/package damage prior to use. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. The bleed-back indicator was not visibly damaged. The exoseal vcd was securely locked with the vascular sheath introducer. The indicator window did not show any red color during retraction. The physician has achieved certification on the use of exoseal vcd. It is unknown how many times has the physician used the exoseal vcd prior to this procedure. The product will not be returned for analysis.

Manufacturer narrative:
The patient's gender is unknown. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during the use of the exoseal vascular closure device, it was reported, that the exoseal was inserted into an unknown sheath introducer and the exoseal with the sheath introducer were retracted as a unit. However, the pulsatile flow never stopped and the indicator window did change to black-black. So, the exoseal with the sheath introducer were removed from the patient without plug placement. Hemostasis was achieved by manual compression. There was no bleeding complication during or after the procedure. There was no report of patient injury. The patient¿s approximate height and weight are unknown. This was a percutaneous transluminal angioplasty (pta) to the right common iliac artery. An ipsilateral approach was made to an unknown access site. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no stent near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was prepped according to IFU instructions and there no visible signs of device/package damage prior to use. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. The bleed-back indicator was not visibly damaged. The exoseal vcd was securely locked with the vascular sheath introducer. The indicator window did not show any red color during retraction. The physician has achieved certification on the use of exoseal vcd. It is unknown how many times has the physician used the exoseal vcd prior to this procedure. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15849659 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The IFU procedural steps 7 indicate: while holding the exoseal vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. In this case, the physician acted according to the IFU and removed the esoxeal and sheath from the patient. Hemostasis was achieved with manual pressure. It is advised in the exoseal guide to success that once you see the black-black indicator window immediately deploy the device and do not hesitate. Waiting too long before deployment can be a reason for seeing bleed-back again or for getting haematomas as blood sips from the side of the exoseal. This effect is more or less pronounced depending on the patient¿s blood pressure and level of anticoagulation. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.